Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Result of investigation, olympus medical systems corp. (Omsc) was informed that during maintenance of the user facility, it was found that forceps elevator wire was cut. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that inside of the light guide lens was dirty due to the following causes. - the gap of the adhesive occurred due to physical stress, chemical stress and poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.) - the foreign material invaded from the gap. Omsc surmised that the forceps elevator wire of the subject device was broken due to the following causes. - the forceps elevator wires were cut because of fatigue failure resulted from repeated manipulation of the forceps elevator. - the wires were raised due to repeated brushing cleaning around the forceps elevator and repeated attachment / detachment of the distal cover. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on october 13, 2021, it was found that the forceps elevator wire of the subject device was frayed and a part of the wire was cut and inside of the light guide lens of the subject device was dirty. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.